Manufacturer narrative:
(B)(4). D10: unk size 14mm versys stem. Unk bone cement. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty. Subsequently revised approximately 25 years later due to patient falling, dislocation, ambulation difficulty, decreased rom, impingement, loose acetabular cup, and increased abduction. During the revision noted screw fracture. The cup, liner, and head were exchanged without complications, the stem was well fixed and remained implanted. It was reported that no further information is available.

Manufacturer narrative:
Proposed component code: mechanical (g04) ¿ head. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Medical records were provided and reviewed by a health care professional and identified the following: patient had a tha. Patient had a fall resulting in pain, dislocation, ambulation difficulty, decreased rom, impingement, loose acetabular cup, and increased abduction. Patient had a revision. Revision operative notes identified the following. A broken screw was found in the acetabulum and was removed. A definitive root cause cannot be determined. Based on the provided medical timeline, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.